Event description:
About three months post implant it was reported by the patient¿s spouse that the patient¿s lead had become loose and was completely unattached and that the physician had to reattached the top lead. Follow-up was conducted with the patient¿s clinic and it was reported that the atrial lead had become dislodged. The lead was then repositioned and remains in use. No patient complications have been reported as a result of this event.